Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the lead was unable to be advanced or retracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.